Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was generated when the pump detects a critical block and inverse critical block did not add to zero. Customer also reported post reset alarm. Customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the customer will discontinue use of the device.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 15 and pump error 23 alarms found on 4/4/2022. The pump passed the self test and the displacement test. The pump was successfully downloaded using thump. No unexpected pump error 15 alarms occurred during testing however, a review of the history files show on 4/4/2022 the was one (1) pump error 15 (line number 442 file number (B)(4)) alarm (17:34), fault isolated to the hardware as per global logic analysis. Also, no unexpected pump error 23 alarm noted during testing and two (2) pump error 23 alarms (7:34 and 19:36) were found in the history file. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 15 alarm is confirmed, isolated to the hardware. Pump error 23 alarm is not confirmed. No unexpected pump error 23 alarms during testing or excessive pump error 23 alarms found in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.